Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final steps of suturing of the vagina for a robotic laparoscopic hysterectomy, the bipolar fenestrated grasper (bfg) broke inside the patient. It was removed with the correct instrument removal procedure along with the trocar. The trocar was inspected for damage, a new bfg was inserted, and the remainder of the procedure was completely normally. No parts were found inside the patient. There was a delay of approximately five minutes due to instrument removal there was no patient injury.